Manufacturer narrative:
(B)(4); batch #: r94v6d. Investigation summary: the device was returned with the lower jaw broken at the distal tip. Because of the condition of the lower jaw, the electrode, and ceramic got damage. In addition, the cable was cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that, during a totally extraperitoneal approach procedure, the blade was broken off during use. The I-blade broke in the patient¿s body. When cutting into the peritoneum, the device may have worked with the tip of the device touching the trocar. No pieces were left inside the patient. Another device was used to complete the case. The patient is stable. There were no adverse consequences to the patient. No further information is available.